Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer stated that they had changed the battery of their insulin pump two days prior to the phone call. They were in the middle of delivering a bolus and noticed that insulin was leaking from the infusion set, because it was time for the infusion set to be changed. The customer attempted to suspend the bolus deliver but the screen of the insulin pump went blank and started up by itself. At the time of the phone call the customer's blood glucose was 400 mg/dl, and they had not treated yet. They were in the pharmacy and the troubleshooting was performed by the pharmacist. Troubleshooting was performed, new batteries were inserted into the insulin pump and the display returned. It was also reported that the battery cap hard to remove because the top of the cap was stripped. During the troubleshooting process the device alarmed an error, which was a safety alert. Assistance was provided. Nothing further was reported.